Event description:
The customer stated that she was hospitalized with a blood glucose reading over 1000 mg/dl. The customer stated that she does not think the reservoir was inserted completely into the insulin pump. The customer stated that she is a brittle diabetic and it is common for her to have high blood glucose. The customer declined to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.